Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-2-uni-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "during insertion of the filter inside the sheath, the filter did not progress easily, causing interlacing its claws, inviabilizing the safe implant of the device. Another device was used to finish the procedure with safety" patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Exemption number e2016032. (B)(4). Similar to device under 510(k): k121629. Summary of investigational findings: event is no longer considered reportable based on investigation. One photo of the femoral introducer with a loaded, but pre-expanded celect-pt filter was provided. The filter and the introducer both appeared unused, but the secondary filter legs are expanded and severely deformed/damaged. No photo provided of the sheath. Based on the photo and the information provided the exact reason why the "filter didn't progress easily" through the sheath cannot be determined, but the damaged secondary legs indicate that attempts had been made to withdraw the filter through the sheath. It is noted that another device was used to finish the procedure. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events.